Event description:
It was reported that a patient presented in the emergency room after receiving a shock. Upon device interrogation the right ventricular lead exhibited loss of sensing and loss of capture. X ray confirmed that the lead was dislodged. It was noted that the patient fell into his lounge chair and received the shock. The lead was explanted and replaced. The patient was in a stable condition during and after the procedure.